Event description:
The user facility reported that the device did not hold pressure during a surgical procedure. The procedure was completed successfully. No clinically significance delay, no medical intervention, and no adverse consequences were reported with this event. The recurrence of a similar event during a bier block procedure could lead to systemic exposure to a local anesthetic.

Manufacturer narrative:
Additional manufacturer narrative: the customer redacted their statement. Customer redacted complaint.

Event description:
The user facility reported that the device did not hold pressure during a surgical procedure. The procedure was completed successfully. No clinically significance delay, no medical intervention, and no adverse consequences were reported with this event. The recurrence of a similar event during a bier block procedure could lead to systemic exposure to a local anesthetic.